Event description:
The customer reported that when they were at the end of the patient's treatment, they were rotating the gantry to make room to get the patient down from the treatment couch when the fiberglass gantry display cover (center throat cover) reportedly fell forward and struck the patient in the head. The patient was taken to radiology for x-rays which reportedly showed no major injuries, just some swelling around the left eyebrow.

Manufacturer narrative:
Varian has come to a decision to report incidents involving a center throat cover detaching, which has on two occasions lead to a potential adverse event due ot medical intervention (x-ray and CT scans). This event, previously determined to not meet the definition of adverse event, is being reclassified as part ofa two-year retrospective review of all components. Our investigation revealed that during treatment, the center throat cover (fiberglass cover) is as its longest when the gantry angle is at either 90 degrees or 270 degrees, possibly shadowing over the patient. A loose or incorrectly latched fastener could enable the latching mechanisms to fail, allowing the throat cover to fall, possibly onto the patient. The fiberglass cover weighs approximately 17 lbs., the center of the cover is at iso-center and the part of the cover that could hit the patient is a flat, smooth surface. The hazard analysis determined that if this scenario occurred, it could cause a superficial cut and/or bruise to the patient's head. Varian provided a customer technical bulletin to elaborate on how to correctly latch the center throat cover. In addition, a design improvement to the latching mechanism was released to manufacturing in 2006. No similar complaints have been reported for devices with the re-designed latches. The fiberglass cover was replaced and reinstalled at this site. No additional follow-up to this MDR is expected.